Event description:
During a cardiac angiography procedure, the distal tip of the guide wire broke off inside the obtuse marginal artery. On attempted retrieval, the pt experienced a v-tach arrest which resolved with lidocaine & cardioversion. The pt was intubated & transferred to the coronary intensive care unit. On 5/13/94, the pt underwent a coronary artery bypass procedure to address her underlying cardiac disease & to remove the guide wire tip. She improved steadily post-operatively, & was discharged on 5/28/94.